Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B5: other serious - access site was cut down. C: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) was to be implanted to reconstruction of superficial femoral artery. The viabahn device got stuck after advancing out of 8fr short sheath. The physician planned to balloon dilatation again and long sheath replacement. However, the viabahn device got stuck in the entry of sheath and could not be retrieved after multiple attempts. Therefore, the physician planned to removed device along with the sheath from the puncture site. However, it could not be withdrawn at the puncture site. Then the site was cut down to remove the device. It was found that the deployment line was deployed and preventing the device removing from sheath. The physician worried the stent might expand in the sheath and unable to be removed. Therefore, the catheter was cut off and removed separately. The patient tolerated the procedure.